Event description:
It was reported that a right atrial (ra) lead dislodgement was noted via chest x-ray. It was also noted that the physician suspected the right ventricular (rv) lead may have dislodged as well. Both leads exhibited high thresholds and were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.